Event description:
It was reported that the customer had been hospitalized and currently receiving insulin by IV. The nurse wanted to know how to turn off the pump. The customer had just been admitted into the emergency room and customer did not have any additional information. Technician advised the nurse to have the customer contact the co when he is able to troubleshoot the device.